Event description:
Customer reported set leaking from round spot on filter. The set was infusing on a pt and the nurse found a puddle of chemo (approx several hundred mls) on the floor behind the pt's chair. There was no harm to the pt or staff and no medical intervention was required.

Manufacturer narrative:
MFR's report date: (B)(4) 2011. Unable to determine the cause of the customer's reported leak. The customer stated the set was discarded and is not available for failure investigation.